Event description:
Customer reported that while attending a cardiac arrest patient (patient already succumbed). The set would not flow. The customer indicated the set blockage did not contribute to the patient's death.